Manufacturer narrative:
Additional manufacturer narrative: peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The root cause of this event cannot be determined with the available information. However, there is no information suggesting there was any device malfunction and/or deficiency. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient experienced an arrhythmia event soon after the implantation of a 21mm 8300ab aortic valve. As reported, a complete avb was observed. A permanent pacemaker was implanted three (3) days post implantation of the valve. As per medical opinion, the pacemaker implantation was device related. As reported, the valve was implanted in full sternotomy. No concomitant myomectomy performed. There was calcification at the level of the leaflets and commissures. The debridement of the ring prior to device implantation was concentric to smooth surfaces and not excessive. The procedure was performed in combination with a mitral annuloplasty. No leak was observed after the implantation of the intuity aortic valve. The gradients were mean 11 and max 19 mmhg. The patient outcome was noted as discharged home. The patient has no history of arrhythmia.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.